Event description:
It was reported that during preparation for a stenting treatment procedure the stent dislodged from the balloon. Access was obtained via the femoral artery. The target lesion was located in the bypass to the right coronary artery (rca). When the 3.0x12mm promus element stent delivery system (sds) was removed from the package, it was noted that the stent was not on the balloon, but was lying next to the sds in the box. The device was not used and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent dislodged from the balloon. Access was obtained via the femoral artery. The target lesion was located in the bypass to the right coronary artery (rca). When the 3.0x12mm promus element stent delivery system (sds) was removed from the package, it was noted that the stent was not on the balloon, but was lying next to the sds in the box. The device was not used and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned to the complaint investigation site covered with a blue stent protector and a pigtail mandrel inserted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).